Event description:
It was reported that on (B)(6) 2026, the patient underwent transurethral resection of the prostate. Immediately after the surgery, a disposable sterile three way urinary foley catheter of this type was routinely placed, and the balloon was inflated with 30 to 40 ml of normal saline. Continuous bladder irrigation and a sterile drainage bag were connected. On the second day after surgery, in the early morning of (B)(6) 2026, the patient reported that the three way catheter had spontaneously fallen out of the body for unknown reasons, and the balloon had deflated. The patient had no urethral bleeding and did not report any special discomfort. The preliminary consideration was that the catheter balloon had leaked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.